Event description:
It was reported that during un-packaging of the angiojet solent omni thrombectomy catheter, it was noted to be broken at two locations in the shaft and tip. The device was exchanged for another to complete the procedure. There were no patient complications.